Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using csi orbital atherectomy device (oad). The target lesion was located in the left anterior descending (lad) artery. A csi viperwire guide wire was advanced into the patient and the oad was loaded onto it. The physician performed two runs at low speed using the oad. During the second run at low speed, the crown appeared to jump distally. At this point, angiography revealed a perforation. The oad was removed and the physician followed-up atherectomy by performing balloon angioplasty and stent deployment. The perforation was successfully resolved and the patient remained in stable condition with no further complications. Additional information was requested, but was denied by the facility.